Event description:
It was reported that a balloon rupture occurred. A 10mm x 2.75mm wolverine coronary cutting balloon monorail was selected for use. During insertion into the patient, it was noted that the balloon ruptured upon fourth inflation. The device was removed without any problem using the normal method. There were no patient complications and patient was in good condition post procedure.